Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. It was reported the patient did not receive treatment for the peritonitis event. Dianeal and extraneal therapies remained ongoing. The patient&#38112;recovery status and outcome of the event were unknown. No additional information is available.